Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a hemostasis procedure in the stomach performed on (B)(6) 2009. According to the complainant, following successful hemostasis, the needle of the injection gold probe could not be retracted, prior to removal of the device from the endoscope. The injection gold probe device was removed with the needle extended. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).